Manufacturer narrative:
The reported event of setscrew anomaly was confirmed. Analysis revealed the right ventricular setscrew was stripped and contained septa material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
During an initial implant procedure, it was not possible to tighten the set screw to secure the lead into the header. A new device was used to resolve the event. The patient was stable.